Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the technical support engineer (tse) reviewed logs and found error 99 for the surgeon side console (ssc)'s head sensor. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the head sensor in the surgeon side console (ssc), and it was working as expected. There was no part replacement. System tested, verified and ready for use. The complaint was not confirmed based on the field evaluation.